Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead, implanted (B)(6) 2007; 4396 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis confirmed the low battery voltage. When the device was powered by an external supply, it was fully functional with nominal system current drain. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.